Event description:
It was reported that a user on the ilet experienced hyperglycemia after an insurer-driven switch from humalog to novolog while using the pump, with a reported post-lunch glucose of 400 after entering a meal announcement but not eating due to feeling sick, and a prior untreated low of 62 earlier that day. Symptoms included low and high blood glucose readings. Outcomes included troubleshooting and education provided to the user and guidance to contact the healthcare provider to assess whether the insulin change contributed to the event. Investigation included review of the reported glucose values, user actions related to meal announcement without ingestion, and counseling on contacting the healthcare provider regarding the insulin formulation change. Investigation of this case revealed that the device function was not reported to malfunction and that user behavior and therapy changes, including meal announcement without carbohydrate intake and a recent insulin brand switch, were plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.